Manufacturer narrative:
This device was explanted and retained by the hospital. It is not expected to be returned for analysis. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating a magnet was applied to the pacemaker, however there was no magnet response. The physician believed that the device had depleted normally and was beyond end of life (eol) to a point where there was no energy left in the device to respond to a magnet. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was unable to be interrogated. Boston scientific technical services (ts) discussed that the device may not have enough battery to support an interrogation and recommended using a magnet to check magnet rate, however it is unknown if this was performed. This device was explanted and replaced and requested to be returned for analysis. No additional adverse patient effects were reported.